Event description:
A patient reported blood glucose results of "170 mg/dl, 108 mg/dl, 203 mg/dl and 195 mg/dl" with a lifescan meter, performed between 11-20 minutes of each other. The meter, test strips, and control solution were replaced.